Manufacturer narrative:
Device available for evaluation? Yes. Device available 04/06/2017. Device returned to manufacturer? Yes. The preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the pushrod protruded through the cartridge tip. The cartridge tip was observed deformed and cracked. The intraocular lens (iol) was observed stuck at the cartridge tip. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. During manufacturing the operators inspect 100% all cartridges using a microscope at 10x magnification. Operators check the neck, tube and tip areas for cracks. No cracking or stress marks are allowed. They also check the tip for any melting, roughness, dent, bent tip or smash condition. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, was split and the intraocular lens (iol) came out of the side of the injector. No patient contact was reported. No further information was provided.